Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and could not be conclusively established through this evaluation. Additionally, controller clock corrupt alarms were confirmed in the review of the submitted log files. A specific cause for the controller clock corrupt alarms cannot be conclusively determined through this evaluation. Analysis of the submitted log files revealed that the controller clock appeared to be reset for approximately 24 days, as the default timestamp of the controller clock is 01jan2000 at 0:00:00, and the timestamp of the log file captured data on 24jan2000. From the beginning of the log files, clock not set alarms were active. The initial conditions that caused the clock to reset were not captured in the log file due to the data being overwritten. The alarms cleared when the clock was set to an updated timestamp on (B)(6) 2024 at 16:28:31. Pump operation was not affected. It was reported that heartmate 3 lvas, serial number, (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) revision b, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient whose system controller said controller clock not set as far as the site could see. It was communicated by the site that the patient was currently at a facility and was unable to tell the site if this occurred as they had suffered multiple strokes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2024 that the patient had ischemic strokes on (B)(6)2024. Thrombus was ruled out. A computed tomography angioplasty (cta) of the head confirmed stroke, and there was a new occlusion in the mid m1 segment of the right middle cerebral artery with reconstitution of the m2 branches. There was a new critical short segment stenosis in the anterior m2 division of the left middle cerebral artery. There was an unchanged chronic occlusion of the left posterior cerebral artery at the p1 p2 junction. There were no changes to patient condition or anticoagulation status that may have contributed to the event, and it was stated that the patient passed away on (B)(6) 2024. The cause of the alarms was confirmed to be that the batteries ran out of charge and the pump stopped and was restarted. The site synced the clock. It was stated on (B)(6) 2024 that the death was not considered to be device related, the device operated as expected, and no product was to return.